Manufacturer narrative:
Draeger is still investigation the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.

Event description:
It was reported that the device posted "disk boot failure" while in use. The user tried to restart the device, but the reported symptom was not solved. There was no pt injury reported. Draeger ref. (B)(4).